Manufacturer narrative:
A review of the manufacturing lot build database of the reported lot# 3293931 (mfg. 07/2016) showed (B)(4) units were mfg, tested, inspected and released. There were no exception documents generated during the lot build. Pending receipt of involved device.

Event description:
Int'l. (B)(6) complaint received reporting flow "pressure" issues with unspecified dialysis set-up where d1000 tego connectors were in use. The initial information received (as translated) reports the event as follows ". At the beginning of the treatment, no pressure issue during the suction of the catheter lock solution through the tego cap. During the connection of the bloodline: important increase of the arterial pressure. Flushing with a saline luer lock syringe: no pressure issue, during the suction or the injection. Reversed connection of bloodlines: important increase of the venous pressure. Removal of the tegos and direct connection to the bloodlines: pressure regularization.". Additional event/usage information although requested has not been provided.

Manufacturer narrative:
A review of the manufacturing lot build database of the reported lot# 3293931 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Device return: two (2) used d1000 tego connectors were returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connectors recorded minor damage on the top seal surface and some minor tearing below the rim on tego connector (sample a.) And the second tego connector (sample b) was extensively damaged most notably on the top surface of the seal which was collapsed into the body. The engineers report noted the component damages were consistent with incorrect techniques/usage conditions (off center insertion). Engineering testing and analysis to the applicable product specification could not be performed on the extensively damaged tego connector (sample b). The slightly damaged tego connector (sample a) was pressure/vacuum tested both activated and unactivated. The results recorded no leakages, the tego conneector passed the acceptance criteria.

Event description:
Int'l. ((B)(6)) complaint received reporting flow "pressure" issues with unspecified dialysis set-up where d1000 tego connectors were in use. The initial information received (as translated) reports the event as follows ".. At the beginning of the treatment, no pressure issue during the suction of the catheter lock solution through the tego cap. During the connection of the bloodline: important increase of the arterial pressure. Flushing with a saline luer lock syringe: no pressure issue, during the suction or the injection. Reversed connection of bloodlines: important increase of the venous pressure. Removal of the tegos and direct connection to the bloodlines: pressure regularization.". This is the mfgers. Follow up report to provide additional information and device return investigation findings.